Event description:
According to information provided by the pt, the pt underwent an avr in 1999. In 2002, the pt was treated for oral cancer and developed a bacterial infection (strep) requiring intravenous antibiotics for six weeks. While recovering from another surgery related to cancer, leaking was noted around the mechanical valve requiring explant. Due to issue surrounding the valve, it was reported the valve was difficult to remove. The valve was replaced with a bioprosthesis. In 2003, the pt experienced atrial fibrillation requiring pacemaker implant. Diagnostic tests revealed leaking and an occluded artery and tee demonstrated a large abscess on the bioprosthesis. The pt did not undergo reoperation.